Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer went swimming and the insulin pump was exposed to moisture and received a critical pump error. Blood glucose value was 68 mg/dl at the time of the incident. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced. The insulin pump will need to be returned.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.